Event description:
The distributor reported that the electrode did not function during its first usage. No adverse consequence to a pt or surgical delay was reported.

Manufacturer narrative:
Evaluation results as rec'd from howmedica leibinger gmbh indicates that this event would not be associated with the device but rather would be related to user technique.